Event description:
"Endoaortic graft dropped into aneurysm sac during the delivery system withdrawal." Mechanical device failure was not observed. Immediate conversion to an open aortic aneurysm repair was performed. The pt may have sustained pelvic vascular embolization. The pt developed kidney failure and progressive sepsis.